Manufacturer narrative:
Additional information for field d10: the end therapy date for all three products listed is (B)(6)2025. This is a definitive report. This case is no longer subject to MDR. The detailed information was provided by the reporter on (B)(6)2025. This case was a clinical investigating case used artz dispo as a control drug. The batch number of artz dispo was unknown. She was scheduled for the lung surgery on (B)(6)2025. The causality assessment by the physician was found to be "not related" in the result of detailed investigation. Company comment: manufacturer assessed the event was not related to artz dispo based on the physician's assessment.

Event description:
(B)(6) 2024 - a 77-year-old female patient started to receive an injection of artz dispo to a knee for bilateral gonarthrosis. She had blood tests. The physician started to prescribe mohrus tapes (ketoprofen), celecox (celecoxib) and gaslon n (irsogladine maleate). (B)(6) 2024 - she received an injection of artz dispo. (B)(6) 2024k - she was diagnosed with lung cancer at another hospital. (B)(6) 2024 - she visited the hospital. (B)(6) 2025 - she was scheduled for the lung surgery on (B)(6) 2025. She had blood tests. The physician stopped to prescribe mohrus tapes, celecox and gaslon n.

Manufacturer narrative:
Additional information will be provided if it becomes available. The information was provided from japanese sales partner. They received it on (B)(6) 2024. Evaluation by the reporter was not available. Company comment: the causality assessment by the manufacturer is "insufficient information" due to lack of information.

Event description:
2024-unk - a patient who received artz dispo injections two months ago had lung cancer.